Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The receiver was returned for evaluation. Exterior visual inspection was performed and the receiver passed. The global receiver functional testing failed, unable to get receiver and communication tool to communicate. "Call tech support was observed on display of receiver. Unable to download receiver log. Pictures were taken. The reported loss of connection could not be confirmed. A root cause could not be determined.